Event description:
With ethicon ligamax 5mm endo clip applier cat # 36685 el5ml, after all clips were dispensed, the surgeon, unaware that all clips were utilized, closed the clip applier over a structure and the applier stuck closed. After some manipulation, the clip applier was released without causing adverse affect on the pt. Diagnosis or reason for use: laparoscopic cholecystectomy.